Event description:
Boston scientific received information that this device was oversensing noise on the right atrial and right ventricular (rv) channels which led to pacing inhibition with greater than two seconds of asystole. The physician believes the rv lead has dislodged, however no further information concerning this event was made available from the field. A revision procedure is being planned but for now, the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was later returned back from the field with no further allegations relating to this event being made against it. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis was unable to confirm the allegations made against the device in the field.